Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the keypad 4, 5, 6, ok, 7, 8, 9 and barcode buttons were double striking. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was a defective keypad. The front door cover assembly would be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, keypad buttons 4, 5, 6, ok, 7, 8, 9 and barcode buttons were double striking. No additional information is available.